Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy and multiple anti-tachycardia pacing (atp) therapy. The patient was seen in-clinic. It was determined the inappropriate therapy was caused by conducted atrial fibrillation (af) with wrong discrimination by rhythm ID, and the device was successfully reprogrammed. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.